Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8), indigo system aspiration catheter 8 (cat8) and, a non-penumbra sheath. During the procedure, after using the sep8 and cat8 in the target vessel for approximately 10 minutes, the physician removed the sep8 and found the distal tip to be kinked. The procedure was completed using the same cat8, sheath and balloon angioplasty. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the sep8 core wire was fractured and the wrapping wire on the core wire was stretched approximately 149.5 cm from the proximal end. Conclusions: evaluation of the returned sep8 revealed that the core wire was fractured and the wrapping wire on the core wire was stretched. If the sep8 is repeatedly manipulated against tough clot burden, the distal tip my become fatigue and the core wire may fracture. Further manipulation may result in the wrapping wire stretching. During the functional test, the returned sep8 was advanced through a demonstration cat8 without an issue. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.